Event description:
Patient's device was programmed to off due to stomach problems with stimulation. It was reported that the patient experienced stomach pain and could not eat with the vns therapy. The patient's symptoms reportedly resolved after programming device to off. Patient has not decided whether to have the device explanted or to program it back to on at different parameters.